Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to urethral atrophy. The previous cuff and pump were removed and a new cuff and pump were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no any issues with the explanted device and there were no further complications for the patient.